Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's control flow sensor was replaced to address the issue.

Manufacturer narrative:
It was initially reported, a ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's control flow sensor was replaced to address the issue. The third party service center returned the device to the manufacturer. During the evaluation of the device at the manufacturer's service center, issues related to the active exhalation control module (test failure), system board (test failure) and lcd screen (physical damage) were observed. The device's active exhalation control module,system board and lcd screen were replaced to address the issues.